Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ expiration date: 2017-06-30 mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ expiration date: 2017-06-30 mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery/(B)(4) / model #: 1650de/ expiration date: 2017-06-30 mfg date: 2016-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries and controller exhibited power switching along with erroneous critical battery alarms. There was also an unexpected loss of power to the controller. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and three batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving batteries ((B)(4)) and premature power switching due to communication errors involving ((B)(4)). No evidence of lubrication was found. Analysis of alarm file revealed critical battery alarms due to communication error involving batteries ((B)(4)). Additionally, log files analysis also revealed four controller power up and motor start events on (B)(6) 2018 at 17:10:28 and 18:09:44, (B)(6) 2018 at 10:16:46 and on (B)(6) 2018 at 16:42:31. The controller was without power for 12 seconds, 13 seconds, 10 seconds and 9 seconds respectively. As a result, the reported events were confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. Additional products: d4: serial or lot#: (B)(4) h3: yes h5: no h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial or lot#: (B)(4) h3: yes h5: no h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d4: serial or lot#: (B)(4) h3: yes h5: no h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.